Manufacturer narrative:
The medtronic field service engineer (fse) evaluated the ventilator and replaced the air proportional solenoid valve. After repair, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a device alert with air proportional solenoid valve stuck open background fault error code. The ventilator was not in use on a patient at the time of the event.